Event description:
Caller reported a cartridge alarm with the pump. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support confirmed the issue and decided to replace the pump while instructing the customer on returning the problematic device and setting it to storage mode. The customer would continue using the current pump until the replacement was received, and detailed instructions for receiving and returning the pump were provided and understood.